Event description:
In 2009, patient reported she started, the infusion device and her blood glucose has not gone down. Patient stated she bolused 16 units of insulin for her dinner and another 5 units of insulin after, and her blood glucose still have not gone down. Patient reported, she has not received any errors on the infusion device. Patient stated she tested 2 hours after dinner and was at 365 mg/dl. Patient stated, it was normal for her blood glucose to be elevated before going on the infusion device, but they have not gone down since being on the infusion device. Advised blood glucose is not going to go down immediately when getting on the infusion device. Advised basal rates and boluses may need to be adjusted. Advised have only been on the infusion device for two days. Cartridge is new. Insulin not expired. Patient reported, she is in the correct basal rate profile. Infusion device is not in a temporary basal rate. Infusion set didn't become disconnected or dislodged. Advised on proper rotation of sites, cartridges and tubing. No leak in the system. No occlusions. No blood in the tubing. Advised infusion device is performing as intended. Advised to contact trainer about adjusting insulin rates. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.